Event description:
On (B)(6) 2022, smoke was detected from the lab area of the pediatric clinic where no team members nor patients were present at the time. A bd veritor plus analyzer that tests for rapid flu and containing a lithium battery caught fire. Team members obtained a fire extinguisher, alerted emergency services, and extinguished the fire. One team member with a history of asthma was taken to the emergency department, given a breathing treatment, and then discharged home. FDA safety report ID# (B)(4).